Event description:
It was reported the pt experienced fluid discharge at the ipg site. The pt also experienced a fever and her white blood cell count was found to be high. No cultures were taken. In turn, the pt was given antibiotics as a precaution to address the issue. F/u revealed the pt's scs system was explanted. The pt will remain on antibiotics until otherwise.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.